Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that about 10 months after the implant the patient received inappropriate shocks. The ICD was replaced with a dual-chamber ICD with two leads. This lead was not returned and no mention of it being capped or explanted was made. No adverse patient side effects were reported.